Manufacturer narrative:
The suspect device was not sent to an olympus service center for evaluation. A review of the device history record found no deviations that could have caused or contributed to the clip remaining in the scope through reprocessing. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, it is likely the reported event was due to the clip remaining in the scope because it was not released at the desired position, the clip got caught and remained in the channel including the k-mount since the clip was suctioned by mistake during procedure, or the clip was suctioned while its arm was opened, or the like. However, a definitive root cause of the reported issue could not be identified. The device's instruction manual provides the following, which may help to prevent the issue: "avoid aspirating solid matter or thick fluids; instrument channel, suction channel, or suction valve clogging can occur. If the suction valve clogs and suction cannot be stopped, disconnect the suction tube from the suction connector on the endoscope connector. Turn the suction pump off, detach the suction valve, and remove solid matter or thick fluids. If the suction valve clogs and the suction cannot be used when solid matter, such as the clip or thick fluid, are aspirated, withdraw the endoscope, and disconnect the suction tube from the suction connector on the endoscope connector. Attach a syringe containing sterile water to the suction connector. Straighten the insertion tube as much as possible and forcefully flush the connector with the water while the suction valve of the endoscope is slightly depressed. Repeat the flush until the thick fluid or solid matter are discharged from the distal end of the suction channel. After discharging, confirm that there is no irregularity in the suction function according to ¿inspection of the suction function¿, before using the endoscope again. If the thick fluid or solid matter cannot be discharged, stop using the suction function and contact olympus.¿ olympus will continue to monitor field performance for this device. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Event description:
The customer reported that, during reprocessing of the endoscope, a clip fell out of the endoscope. The endoscope had previously been used in a polypectomy procedure during which a clip fell off and did not attach. A second clip was used to complete that procedure and the endoscope was reprocessed and placed back in service. The next case in which the endoscope was used did not require any clips. After that procedure, the endoscope was reprocessed and a clip fell out during reprocessing. There was no effect on the patient due to the event. The clip is being reported on the medwatch with patient identifier (B)(4).